Event description:
Customer reporting unexpected negative reactions on the echo for a patient sample known to contain anti-k. The patient was transfused, and testing was performed on the echo with pre- transfusion sample on the same date.

Manufacturer narrative:
The customer did not return samples or product. It is not possible to rule out the sample as a cause of the event.